Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range (oor) shock impedances measuring 126 ohms. It was noted there was a gradual increase in impedances. Technical services (ts) informed that gradual increases are due to calcification or scar tissue formation. Ts recommended to perform a vector breakdown to see if a vector can be programmed that does not have oor measurements and to consider a shock delivery. At this time, the rv lead remains in service. No adverse patient effects were reported.